Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial result was < 0.1 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the doctor as the patient was pregnant. The sample was repeated with a result of 80,000 miu/ml. The sample was also repeated on a different e601 module and the result was also 80,000 miu/ml. Both repeat results were believed to be correct. The initial result was amended. No adverse event occurred. The hcg + b reagent lot number was 30859906 with an expiration date of 31-may-2019. The field service engineer (fse) visited the customer site and identified a fluidics issue. The fse replaced the pinch tubings and flushed the sample and reagent probes. Performance testing was completed. The customer ran qc and the results were within range. The fse performed a 21 cup precision with acceptable results. The customer has not had any further issues since the service visit. Calibration and qc were acceptable. A reagent issue is not suspected. The investigation determined the issue identified by the fse was the root cause of the event.